Event description:
It was reported that customer experienced high altitude alarms while using pump and mentioned these issues during a prequalification call for future pump replacement. There was no reported impact to the customer¿s blood glucose level. Customer declined transfer to technical support, and no additional information was received regarding troubleshooting steps or further outcome of event.